Event description:
Medtronic received information that a core valve was implanted valve-in-valve in a failed baxter bioprosthetic aortic valve. The baxter aortic valve was implanted in the 1990's. No further information was provided. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).